Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to solenoid valves. He replaced two valves to repair the bed.